Manufacturer narrative:
The investigation vascular damage - great vessel has been completed. Data logs are not relevant to the investigation. Returned product was investigated and there was no damage to the cannula, pigtail, or inflow/outflow cages. There was a slight deformation to the tip of the repositioning unit, but it cannot be determined how or when it was damaged, as it was not reported. The root cause of the vascular damage could not be determined due to lack of clinical detail. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-20517.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the patient developed a pericardial effusion while on impella rp support. The team is unsure of origination or effusion. The patient was taken for emergent window due to tamponade. Rp flex removed during this procedure, but not due to complication. The procedural outcome was the patient survived surgery.